Event description:
The rptr stated, the surgeon inserted a 22.0 diopter aa4204vf silicone single piece lens and the trailing haptic was torn off. The lens was removed with no pt injury. The rptr stated, the cause of the torn haptic was due to the injector and cartridge. Another same type lens was implanted. The pt's current condition is good.

Manufacturer narrative:
.